Manufacturer narrative:
Customer has not yet returned the device to the manufacturer for device evaluation. When and if the device becomes available and is returned and evaluated the manufacturer will file a follow-up report detailing the results of the evaluation.

Event description:
A report was received alleging that the listed tracheostomy tube was found to be leaking at the cuff after an unknown amount of time is use. An emergent exchange of the tracheostomy tube was required. No incident related medical sequela was reported.